Event description:
This spontaneous case was received on (B)(6), 2014 from a (B)(6) female patient. The patient's medical history and concomitant medications were not reported. On (B)(6), 2014, the patient started treatment with restylane l (cross-linked hyaluronic acid dermal filler with 0.3$ lidocaine) injection under the eyes for an unknown indication. Within 48 hours, the patient's face completely swelled up and her eyes were completely closed. The patient had to go to emergency room. The patient was given steroid injection on the emergency room and then was treated with oral steroids for 5 days. The patient's swelling completely resolved after the five days of treatment. The reporter did not provide a causality assessment. No additional information was available. Follow up request has been sent to physician on (B)(6), 2014.